Event description:
Hcp reported removing pt's device system due to a granuloma on the catheter tip. The catheter was returned to manufacturer for analysis. A follow up report will be sent when additional info is received.